Event description:
It was reported that the procedure was performed to treat a severely calcified and stenosed lesion in the right popliteal artery. Access was gained in the left femoral artery. An emboshield nav6 embolic protection system (eps) was advanced over a 0.014/0.018 guide wire from another manufacturer, and the filter was deployed. Then a device from another manufacturer was advanced and several passes were made, followed by balloon angioplasty with an unspecified compliant balloon and a non-compliant balloon. During retrieval of the filter, which was full of debris, difficulty was encountered and retrieval only progressed to the end of the unspecified 7f 45cm sheath. Consequently, all devices including the guide wire, retrieval catheter and filter were removed as a single unit. However, the guide wire separated, leaving the eps filter full with debris in the anatomy alongside the separated wire. A pair of hemostats were utilized as a snare to extract the separated devices from the anatomy. No foreign bodies remained in the anatomy. Manual compression was held for 30 minutes to achieve hemostasis in the access site. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: guide wire / fdw selection incorrect.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported retraction problem could not be confirmed due to the condition of the returned device. The filter dislodgment was confirmed due to the viper wire separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and analysis of the returned product, the reported difficulties were related to circumstances of the procedure. It is likely that the reported retraction problem was due to an excessive embolic load causing separation of the viper wire and dislodgement of the filter resulting in unexpected medical intervention to retrieve the filter with hemostats. The emboshield nav6 instruction for use (eifu), states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this case, the difficulties appear to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.